Event description:
It was reported that during a robotic right colon procedure, the device was fired across the vein with a vascular cartridge. Once the pa fired the firing trigger to deploy the blade it did not return all the way back to the home position. They could not open the jaws. They were instructed to use the reverse blade function. Once this was used the jaws were able to be opened. The device had cut and stapled as intended. However due to this occurrence, a new device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Vein. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, knife blade did not initially return so jaws would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, used manual was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60b cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the straight position with a vascular cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the knife reverse switch performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.